Event description:
Cisa reporting that contec cms8000 and other monitors are secretly taking patient private information. Https://www.cisa.gov/resources-tools/resources/contec-cms8000-contains-backdoor.